Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. The issue was blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Lot of temperature related alarms visible from (B)(6)2023 11:10:45. Blower failure starts to show up from (B)(6)2023 17:21:30.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm) during pre-testing calibration. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.